Event description:
The customer reported that the system intermittently displayed a communication error message. This error message will likely result in a system shut down or lock-up or prevent the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ups batteries were replaced and the system software was reloaded. The system was then found to be operating as intended.